Manufacturer narrative:
The reported event of high impedance was confirmed. X-ray showed a broken wire. The root cause is consistent with an overstress condition or sudden event the lead was subjected while in vivo.

Event description:
It was reported the patient needed an MRI scan performed for another condition. The patient was seen in the outpatient clinic to activate the MRI mode on the scs system, but MRI mode could not be activated as the system showed multiple lead contacts had high/invalid resistance. Because the MRI scan was necessary, it was decided to replace the octrode lead. The lead was successfully replaced with a new one. Postoperative, the therapy could be resumed and the MRI mode could be activated.